Manufacturer narrative:
Clinical investigation: there is no documentation to support an association between the liberty cycler, the liberty cycler set, and this event of peritonitis. Additionally, the nurse attributed the event to the patient being constipated and having diverticular disease. There is no allegation against any fresenius devices in relation to this event. Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. Therefore, the reported complaint could not be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A manufacturing review was performed of the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets (catalog 050-87212) shipped to this account within the selected time frame. A records review was performed on all lots identified. An investigation of the device history records (DHR) was conducted by the manufacturer. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, the DHR review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint.

Event description:
A peritoneal dialysis (pd) patient was diagnosed with peritonitis on (B)(6) 2017. The organism was ecoli. The patient had constipation during that time, and it is believed to have been the cause of peritonitis; the enteric source of contamination to the peritoneum. The course of treatment was not reported. The patient had a CT scan following the confirmed peritonitis and was diagnosed with diverticular disease. According to the pd nurse, any time the patient gets constipated, he is at a higher risk for infection. The pd nurse does not recall the patient complaining of any problems with the cycler or pd products that were used during or prior to the peritonitis diagnosis. No further information has been made available at this time.